Event description:
Approx 50 pt samples with low calcium result. No specific data provided. Only the following general example was provided: initial calcium result is <6.0 mg/dl, repeat between 9.0 and 9.5 mg/dl on second analyzer (same methodology). Field service rep determined root cause to be dirty calcium reagent lines that were cleaned. Performance tests were performed.